Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: investigation results. At this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the cutting wire of the jagtome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.